Event description:
The initial reporter received a questionable calcium gen.2 result from one patient sample tested on the cobas 8000 c702 module. The initial result was 6.4 mg/dl. The repeat result was 9.1 mg/dl. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and reassembled a system syringe; replaced the sample probe; verified the positions and cleaned the sample and reagent probes; and verified the cell rinse and blank water volumes. The investigation determined the service actions resolved the issue.